Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported on (B)(6) 2025, that during a brevera procedure, the foot pedal had been at rest without being touched when the system began sampling without command. It is reported that only one small sample was successfully retrieved, and the patient will be required to return for additional samples. A review of the system logs by technical support found several foot switch timeout and other system errors; therefore, a field engineer was dispatched to examine the equipment. The field engineer, in collaboration with technical support, determined that a circuit board replacement and system calibrations were needed. The field engineer completed the necessary repairs and confirmed that the system is functioning in accordance with manufacturer specifications.